Event description:
This report summarizes 2 malfunction events, where it was reported there was reduced/inadequate brake force.  There was no patient involvement.

Manufacturer narrative:
It was originally reported 3 events experienced the reported issue; however, upon completion of the investigation of one device it was determined the device was not experiencing this issue.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device was not made available for inspection by the end user. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was reduced/inadequate brake force. There was no patient involvement.